Event description:
It was reported that the user experienced hyperglycemia of over 400 mg/dl that was resolved after replacing the infusion set (reported on another case), then used a ¿less than meal¿ announcement to deliver insulin for correction, after which blood glucose dropped to 51 mg/dl and required treatment with oral glucose. Symptoms included hypoglycemia with rapidly falling glucose. Outcomes included an urgent low soon alert, a low glucose event, and a rapidly falling glucose notification, followed by recovery after oral carbohydrate treatment. Investigation included review of insulin history and user training on meal announcement practices. Investigation of this case revealed inappropriate use of meal announcements for correction leading to excess insulin delivery and subsequent hypoglycemia, with the infusion set replacement addressing the preceding hyperglycemia. It was concluded, based on previously established findings for similar reports, that user technique and use error were the primary contributors.